Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/2/2020. H.6. Investigation: customer returned (5) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 9322425. Customer states that the needle hub separated when removing the shield. All returned syringes were tested and no hub-needle assembly separated from the barrel when the shield was removed. A review of the device history record was completed for batch# 9322425. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the hub separated from device prior to use with a relion® insulin syringe. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that the needle hub separated when removing the shield.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the hub separated from device prior to use with a relion® insulin syringe. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the needle hub separated when removing the shield.